Event description:
It was reported by the customer that the device had plunger head issues. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information:h3, h6. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 19apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had plunger head issues. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had plunger head issues. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive arm, front cover, rear case, left & right handle, left iui connector, left iui gasket, right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, and lens indicator. Performed calibration. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 19apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to tube drive bent of the tube drive arm syringe / pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.